Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and inflammatory bowel disease ('autoimmune disorder type of disorder:inflammatory bowel disease / gastrointestinal or digestive system condition type:ibd') in a female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, urinary incontinence, uterine bleeding, stress incontinence and uterine fibroids. Concomitant products included cefoxitin, docusate, escitalopram, hydroxyzine, ibuprofen, nalbuphine, norethisterone (micronor), omeprazole, ondansetron, oxycodone, paracetamol (acetaminophen) and ranitidine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory bowel disease (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), alopecia ("hair loss"), rash ("rashes or skin conditions type: hands"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), menstrual disorder ("reproductive system disorder or condition type of disorder or condition: abnormal cycles,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), gastrooesophageal reflux disease ("gerd,") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, inflammatory bowel disease, alopecia, bladder disorder, urinary tract disorder, ovarian cyst, menstrual disorder, nausea, fatigue, gastrooesophageal reflux disease and adnexa uteri pain outcome was unknown, the menorrhagia, vaginal haemorrhage, rash, dysmenorrhoea and dyspareunia had resolved and the migraine and headache was resolving. The reporter considered adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, abnormal bleeding, dyspareunia, irregular menses, gerd. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs and mr received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia),inflammatory bowel disease, rashes, bladder disorder, urinary tract disorder, migraines, headaches, ovarian cyst, abnormal cycles, nausea, dysmenorrhea(cramping),dyspareunia (painful sexual intercourse), ovarian pain, fatigue, gerd, hair loss. Events severity , concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and inflammatory bowel disease ('autoimmune disorder type of disorder:inflammatory bowel disease / gastrointestinal or digestive system condition type:ibd') in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, urinary incontinence, uterine bleeding, stress incontinence and uterine fibroids. Concomitant products included cefoxitin, docusate, escitalopram, hydroxyzine, ibuprofen, nalbuphine, norethisterone (micronor), omeprazole, ondansetron, oxycodone, paracetamol (acetaminophen) and ranitidine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammatory bowel disease (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), alopecia ("hair loss"), rash ("rashes or skin conditions type: hands"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), menstrual disorder ("reproductive system disorder or condition type of disorder or condition: abnormal cycles,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), gastrooesophageal reflux disease ("gerd,") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, inflammatory bowel disease, alopecia, bladder disorder, urinary tract disorder, ovarian cyst, menstrual disorder, nausea, fatigue, gastrooesophageal reflux disease and adnexa uteri pain outcome was unknown, the menorrhagia, vaginal haemorrhage, rash, dysmenorrhoea and dyspareunia had resolved and the migraine and headache was resolving. The reporter considered adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, abnormal bleeding, dyspareunia, irregular menses, gerd, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), colitis microscopic ('lymphocytic colitis') and multiple episodes of inflammatory bowel disease ('autoimmune disorder type of disorder:inflammatory bowel disease / gastrointestinal or digestive system condition type: ibd', 'autoimmune disorder- typeof disorder: inflammatory bowel disorder') in an adult female patient who had essure (batch no. B30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, urinary incontinence, uterine bleeding, stress incontinence and uterine fibroids. Concomitant products included cefoxitin, docusate, escitalopram, hydroxyzine, ibuprofen, nalbuphine, norethisterone (micronor), omeprazole, ondansetron, oxycodone, paracetamol (acetaminophen) and ranitidine. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea,") and fatigue ("fatigue,"). In 2015, the patient experienced rash ("rashes or skin conditions type: hands"). In 2017, the patient experienced colitis microscopic (seriousness criterion medically significant). In 2018, the patient experienced the first episode of inflammatory bowel disease (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of inflammatory bowel disease (seriousness criterion medically significant), menstrual disorder ("reproductive system disorder or condition type of disorder or condition: abnormal cycles,"), headache ("headaches,"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), gastrooesophageal reflux disease ("gerd,") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, the last episode of inflammatory bowel disease, colitis microscopic, alopecia, bladder disorder, urinary tract disorder, ovarian cyst, nausea, fatigue, gastrooesophageal reflux disease and adnexa uteri pain outcome was unknown, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, menstrual disorder and rash had resolved and the migraine and headache was resolving. The reporter considered adnexa uteri pain, alopecia, bladder disorder, colitis microscopic, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, the first episode of inflammatory bowel disease and the second episode of inflammatory bowel disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, abnormal bleeding, dyspareunia, irregular menses, gerd, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet received. Product indication female sterilization updated. Outcome of event periods changed from ¿unknown¿ to ¿recovered/resolved¿. Events: autoimmune disorder- typeof disorder: inflammatory bowel disorder, lymphocytic colitis were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.